Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of haptics adhering to the posterior optic surface following delivery with the device. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery leading haptic was stuck to optic and inserted as it was. After being peeled off, it was inserted without any issue and the surgery was completed.